Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-00929. It was reported the physician encountered difficulty with lead placement during permanent implant due to scar tissue and limited space. Reportedly, the procedure required 3 hours to complete. In turn, the patient experienced postoperative pain and the same night she was unable to move her right leg. Subsequently, an MRI was scheduled however the physician was unable to set the device into MRI mode. Therefore, a CT scan may be considered at a future date. Follow-up identified the patient is receiving physical therapy in a rehabilitation facility wherein she's showing improvement. At this time, the patient is still implanted with the scs system.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2017-00929. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the patients' scs system was explanted.